Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: laparoscopic hysterectomy event description: trocar broke during insertion under vision, a piece broke off but was retrieved. Additional information received from an applied medical distributor representative via email on 30sep24: the break as at the tip. There was no difficulty during insertion, it was rotated alternating clockwise and counterclockwise direction during insertion. The trocar was not used with a robot. Laparoscope was inside of the cannula at the time of the incident. Type of intervention: retrieved the piece that broke off with a laparoscopic grasper patient status: no patient injury or illness was reported.

Event description:
Procedure performed: laparoscopic hysterectomy. Event description: trocar broke during insertion under vision, a piece broke off but was retrieved. Additional information received from an applied medical distributor representative via email on 30sep24: the break as at the tip. There was no difficulty during insertion, it was rotated alternating clockwise and counterclockwise direction during insertion. The trocar was not used with a robot. Laparoscope was inside of the cannula at the time of the incident. Type of intervention: retrieved the piece that broke off with a laparoscopic grasper. Patient status: no patient injury or illness was reported.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with a clear fragment. Visual inspection confirmed the complainant¿s experience of a cannula tip fracture. The clear fragment was identified to be part of the cannula tip. Based on the condition of the returned unit, it is likely that the cannula tip fractured was due to instrumentation coming into contact with the tip and/or excess force was exerted on the tip during the procedure. It is also possible that the cannula tip material was more susceptible to fracture. Applied medical has performed a historical trend analysis and review of production records was performed and no relevant documentation was identified. [Correction] sections d1 and d4 (primary unique device identification number and additional unique device identification number) have been updated.